Manufacturer narrative:
The console was not returned for analysis; however, the reported foot switch pedal stuck in on position was confirmed. A service repair was performed on site by the field service engineer (fse). The lumenis crashed and showed use laser mode when run the patient. The machine was restarted, and the system was running normal and a functional test performed and passed. The blast shield mirror was replaced, and replacement for lpu (lumenis computer) and hard disk was suggested. The system was re-calibrated by the field service engineer (fse) and the issue was resolved. The unit was within specification. The malfunction found could have affected the device performance leading to the event experienced by the customer. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console kept firing even if the pedal was not pressed. The procedure was completed with the original device. There were no report of patient complications.

Event description:
It was reported that the console kept firing even when the pedal was not pressed. There was no report of any patient complications.

Manufacturer narrative:
The console was not returned for analysis; however, the reported foot switch pedal stuck in on position was confirmed. A service repair was performed on site by the field service engineer (fse). The lumenis crashed and showed use laser mode when run the patient. The machine was restarted, and the system was running normal and a functional test performed and passed. The blast shield mirror was replaced, and replacement for lpu (lumenis computer) and hard disk was suggested. The system was re-calibrated by the field service engineer (fse) and the issue was resolved. The unit was within specification. The malfunction found could have affected the device performance leading to the event experienced by the customer. Additionally, optic blast shield damaged and lpu board damaged was added to the coding table according to the issues found during the service. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console kept firing even if the pedal was not pressed. The procedure was completed with the original device. There were no report of patient complications.